Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered frequent bladder infections, inability to completely empty bladder, strong urge to urinate, can't interrupt urine flow, and emotional distress. No further information has been provided.